Event description:
(Os 17.496) the dentist reported after the dental implant was installed in intraoral region #31 it was verified its non osseointegration. A 45 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii).

Manufacturer narrative:
(B)(4).